Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data showed dates from 3(B)(6) 2014. A reboot was observed on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump; a test cap was used to complete investigation. The pump powered on with the test can and was exercised for 24 hours with no power issues. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored. The cartridge compartment was cracked and the top of the returned cartridge was torn. Additionally, the keypad cover and audio bolus button cover were torn.

Manufacturer narrative:
Follow up #2 date of submission 05/25/2016. Correction: the damage found to the cartridge cap was determined to be cosmetic.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a loss of power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.